Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the neurostimulator (ins) charging was very difficult and takes over 2 hours to only get 50% charge with 8 bars. Issue has not been resolved at this time. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the patient¿s lack of good charging quality was unknown. No further complications were reported. Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that the patient was unable to get their battery charged over 75% and they were charging for a longer period of time then they would have liked. The rep gave them a new program that would hopefully use less energy then the current program they were using, so that they would not have to charge so often. The rep stated that the issue was resolved. No further complications were reported. Follow up was conducted.